Event description:
It was reported that the bd extension set maxplus¿ clear was occluded. The following information was provided by the initial reporter: the extension set does not allow for flow of saline during flushing, a blockage was experienced from the needle-free connection part.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Three mp9081c-0006 samples were received in opened packaging from lot 24099463. One of the packages had a note stating "faulty, does not flush," with some residual fluid present. The other two packages had no residual fluid. The customer reported that "the extension set does not allow for flow of saline during flushing; a blockage was experienced from the needle-free connection part." The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. No restriction or occlusion was observed for the set with residual fluid. However, the customer's experience was confirmed with the remaining two samples, as it was not possible to flush fluid through them. A closer inspection confirmed that the occlusion was due to solvent blockage in the tubing joint of the maxplus (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. It was confirmed that the blockage was likely caused by an excess amount of solvent being applied at the tubing joint during manufacture. This is a hand assembled joint and is likely to have occurred due to human error. A review of the production records for lot 24099463 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the reported lot, the product has been transferred to an alternative manufacturing site; however the quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mp9081c-0006 product in the past 12 months.